Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 08-january-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found that the rack jammed at the sample loader and the guide rail was bent. The fse straightened the guide rail. The fse also flashed the flow path buffers to improve the flow. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for error 705 rack position was the sample loader guide rail bent out of shape.

Event description:
On (B)(6) 2016, a customer reported error 705 rack position on the g8 instrument. The customer can run some samples but receives the error as the rack is midway across. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.